Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device inappropriately shut down and would not power back up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction of "device shut down" was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was replaced. The reported malfunction of "device would not power up" was attributed to the lithium battery on the system board. The lithium battery was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.